Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected error test, prime test, excessive no delivery test and occlusion test or verify possible under delivery anomaly due to motor error alarm. Pump was received with normal operating current. Pump passed self test. Pump passed off no power test. Pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that customer had unexplained high blood glucose. The customer¿s blood glucose level was 306 mg/dl. The various test was performed and insulin pump passed the self test and displacement test, high pressure test and drive support cap was normal. The insulin pump will be returned for analysis.